Event description:
A 44-yr-old male admitted to the adult cardiac catheterization lab emergently with increasing chest pain and EKG changes indicative of anterolateral ischemia. Successful ptca of the left circumflex done followed by attempted ptca of a 90% lesion in the left anterior descending artery resulting in coronary dissection requiring stent placement. Co's angiography equipment malfunctioned at critical time during attempted stent placement. Due to inability to visualize placement as a result of equipment breakdown, the stent could not be deployed by balloon inflation propmtly. Radiology engineering was notified and personnel responded immediately but were unable to repair equipment within limited time frame required. A portable c-arm was brought to the lab so that stent could be deployed and coronary flow restored. Radiology engineering concluded that a fuse had blown in the bi-plane coronix.